Event description:
The pt was revised because of pain.

Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation could not determine the root cause of the reported pain. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action was not indicated.